Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented in the ER with chest pain for follow up. There was no rv capture. The lead was successfully repositioned. The patient will be monitored normally.